Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture/deflation".

Event description:
Healthcare professional reported, right side "rupture/deflation". Device was explanted.